Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading is 192 mg/dl. Customer states that she has been high. The previous day she was around 300 mg/dl. The blood glucose reading at the time of the event was over 600 mg/dl. Customer was vomiting, dehydrated, dizziness, muscle cramping, pale and skin felt like it was burning. Diagnosed diabetes ketoacidosis. Hospital treated with insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.